Event description:
(B)(4). I had essure put in in 2008. I had horrible stomach pain two months ago that has not gone away it feels like a lot of pressure on my pelvic and a stabbing pain went to doctor my right coil is in my uterus. Now I have to have a hysterectomy next tuesday! I'm scared to death! Yes this was covered by my insurance.